Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient experienced cardiac dysfunction during a surgical procedure on (B)(6) 2023 for an abbott clinical study. The patient was later implanted with a pacemaker to address the issue.

Manufacturer narrative:
It was reported to abbott, during the second of 3 procedures, a patient experienced cardiac dysfunction. The procedure was aborted, and measures were immediately taken to address the cardiac issue and take care of the patient. Nothing was implanted during this procedure. The patient was admitted for a pacemaker implant and discharged without incident. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.